Event description:
After completely deflating the foley catheter balloon, patients experienced pain and sometimes bleeding upon removal of the foley catheter. After removal from patient, numerous foley catheters displayed a ridge near or on the balloon causing difficulty with removal and pain. This occurred throughout the hospital where foley catheters were removed from patients.